Manufacturer narrative:
Other applicable components are : product ID neu_unknown_lead lot# serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a revision on the lead and the system was currently not working. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting performed. It was unknown if any interventions/actions that were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. Additional information received from the manufacturing representative reported that it was unknown when the patient first started experiencing the event. The serial number of the device was unknown. It was noted that it was unknown if any troubleshooting was performed. The cause of the issue was unknown. It was unknown if the device issue was resolved. The healthcare professional responsible for the event is unknown. No further information was available regarding the event.